Manufacturer narrative:
One opened sensor was inspected and performed bicarbonate buffer test and passed with accurate readings. The cannula was also found to be split from tubing.

Event description:
The customer reported via phone call of having issues with their sensor. The customer states receiving intermittent calibration alerts. The customer's blood glucose level at the time of incident was 119mg/dl. The device is being returned for analysis and replaced.